Event description:
It was reported that the staff was getting excessive condensation and drain failure alarm. It was noted that the staff had already changed the helium driveline tubing prior to the call. The staff was instructed to empty the condensation bottle and performed a manual purge. After an hour, there was again a lot of clear condensation in the tubing. The patient is meeting goals of therapy, but they are concerned about the water in the tubing. As a result, the staff exchanged the console and send this unit to biomed to be checked. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of excessive condensation and drain failure alarms is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the staff was getting excessive condensation and drain failure alarm. It was noted that the staff had already changed the helium driveline tubing prior to the call. The staff was instructed to empty the condensation bottle and performed a manual purge. After an hour, there was again a lot of clear condensation in the tubing. The patient is meeting goals of therapy, but they are concerned about the water in the tubing. As a result, the staff exchanged the console and send this unit to biomed to be checked. There was no report of patient complications, serious injury or death.